Event description:
It was reported to philips that during a procedure, the system did not produce images. The customer alleged the system had to be restarted three times in order to restore imaging, resulting in a delay to the procedure. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the patient arrived in a resuscitated and ventilated condition, was hemodynamically unstable, required catecholamine support, and was experiencing an acute myocardial infarction. Following three system restarts, the procedure was completed without further delay, and the patient was subsequently transferred to the intensive care unit (ICU). Log file analysis confirmed that system restarts were performed at 10:52, 10:59, and 11:09, after which the first x ray was successfully acquired at 11:16. Each system restart was completed within 5.5 minutes. A philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported issue. As a preventive measure, the fse replaced both the wireless footswitch base station and the wireless footswitch. The system was tested and returned to use in good working condition. The removed wireless footswitch base station and wireless footswitch were returned for failure analysis; both units were found to be functioning according to design specifications. Therefore, philips considers this a malfunction of unknown cause. The codes were updated based on the investigation outcome.